Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering because they were reading constantly high for blood glucose levels. The customer sated that they had high blood glucose levels which was treated with pen. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.